Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level at the time of incident was unknown at the current blood glucose level was 433 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer also stated that insulin pump had insulin flow block alarm. Assisted customer in performing a 5.0u fill cannula test and the insulin exited. The device will not be returned for analysis.